Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing. The stimulator housing is shattered into many pieces, which is expected to be the result of a severe mechanical load, e.g. Due to an accident, even though no such event is mentioned in the patient report. The stimulator electronics is damaged to such an extent that excludes electrical measurements. This is a final report.

Event description:
The patient is not able to hear with the device for the past couple of days. The device was explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear with the device for the past couple of days.